Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pauses in pacing for greater than 2 seconds while connected to a non boston scientific (bsc) device. When this lead was implanted with the competitor device, it was in a unipolar configuration. A new bsc device was implanted with this lead and then tested in both unipolar and bipolar configurations, where thresholds and impedance numbers were all within normal range. Boston scientific technical services (ts) was consulted and suggested that an investigation should be performed to determine why the lead was in the unipolar configuration in the prior device as it could be indicative of a prior lead issue. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.